Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 34: on the second day after using the product, there was cracking and leakage, resulting in chemotherapeutic drugs exudation. No injury reported.

Manufacturer narrative:
Event 34: this report has been identified as b. Braun medical internal report number (B)(4). Two photos were provided for further evaluation. Visual evaluation of the photos showed one used caresite valve and packaging identifying the reported item and lot. Based on the evaluation results, the photos did not confirm any cracks or leakage. Visual evaluation of the provided photos did not confirm the reported defect. Although the defect could not be confirmed by evaluation of the photos, incidents of cracked/leaking valves may be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Event 34: this report has been identified as b. Braun medical internal report number (B)(4). Four used samples with opened packaging were returned for evaluation. Visual evaluation of the samples confirmed a vertical crack in the threads of all four used samples. Although cracks were present, since the product had been opened and used, it is not confirmed to be related to any manufacturing process. Incidents of cracked/leaking valves may be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. All available information regarding this occurrence has been forwarded to the appropriate manufacturing business unit in order to heighten awareness. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.